Event description:
Per the clinic, the patient experienced pain and numbness around the implant site, resulting in the decision to have the fixture explanted. The fixture was explanted on (B)(6), 2012; the patient was not reimplanted with a new fixture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed october 21, 2013.